Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the cap cannot be removed from the pump and there was no evidence of moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/30/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2014 with the following findings: visual inspection of the pump found some cosmetic damages. It was observed that the coin slot on the battery cap was stripped, making it difficult to remove. The pump powered up using the returned battery cap and functioned properly. No other defects were found.